Event description:
It was reported that during an unknown procedure, while using the device with a blue reload there was some kind of articulation issue. No further information is available at this time. It is unknown how the procedure was completed. No adverse impact to a patient reported.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.additional information was requested and the following was obtained:was all the material that fell off the device retrieved? Please describe/explain what was done to retrieve the material. What was the condition of the patient following surgery - stable, discharged, critical - please explain. All the material was retrieved with a lap needle driver. The patient had no complications.

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that the device was received in good visual condition and with a cartridge reload fully fired present. Upon further inspection, the joint cover was noted to be torn. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.